Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix issues when extending and retracting, after checking for sensing and thresholds, it was determined that the lead needed to be moved. A new lead was used to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix issues when extending and retracting, after checking for sensing and thresholds, it was determined that the lead needed to be moved. A new lead was used to complete the procedure. No additional adverse patient effects were reported.